Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.7, lab: 2.6, doctor's meter (different): 2.9. Date: (B)(6) 2010, 1.6, 2.9, 3.0. Draw times within 45 mins of each other.

Manufacturer narrative:
Investigation pending.